Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that the alarm kept occurring all night. Customer will return the pump for destructive analysis. No additional info provided.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.